Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.